Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occur when the pump is charging. There was no impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.